Manufacturer narrative:
This product is registered as a combination product. The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to explant procedure. Upon review, it was revealed that the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.